Event description:
It was reported that the intraocular lens (iol) arrived with a broken seal. There was no patient contact with the product. No further details could be obtained upon follow-ups with the account as customer could not provide where the seal was broken (if it was the unit carton sticker seal or if it was the inner pouch). No further information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 13, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The device was received with the tamper seal broken. The sterilization pouch inside was inspected and found to be sealed. The complaint issue dc-sterility assurance concerns could not be confirmed. The complaint issue of dc-packaging issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.